Manufacturer narrative:
The grounding pad used during the procedure was not available from the customer for evaluation. However, a photo was provided and showed a great amount of hair on the pt at the site of the burn.

Event description:
A pt received a burn from a grounding pad after the first lesion of an rf procedure.